Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a lung ablation, the surgeon had already placed one antenna in the lesion and when attempting to place the second antenna, it broke at the feed point. The surgeon did make a skin nick prior to inserting. They were using three antennas altogether so the surgeon placed another one without issue. The surgeon then used an vt2237 (MFR report # 1717344-2011-00260) and inserted the antenna without issues. They ablated for 10 minutes and then pulled the antennas back slightly and did a second 8 minute ablation. When the surgeon pulled the vt2237 out, it was bent/broken at the feed point. The ablation was completed successfully. There was no pt injury.